Event description:
It was reported that the patient presented for explant of the right ventricular lead due to noise. No further information was available.

Manufacturer narrative:
The reported event of noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that as received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the optim sheath distal to the suture tie impression with intact lead body insulation. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. Electrical testing did not find any indication of conductor fractures however an internal short was noted between the inner coil and the re cables at the distal portion due to procedural damage.